Event description:
It was reported two shocks were delivered, 25j (joules) and 35j, during dft testing at device changeout, which did not rescue the patient, and external rescue was necessary. Device interrogation showed an electrical reset message. A 35j shock was again delivered, with another electrical reset message. When the device was removed, a lead insulation breach was observed. The lead and device were replaced. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis determined that firmware initiated a por (power on reset) condition; however, no reason for the por could be determined.

Manufacturer narrative:
Correction: this device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: further analysis was performed for inspection of the perimeter of the stacked chip scale package (scsp) component. Analysis found the device to be functional with nominal current drain. No electrical failures were noted. No anomalies along the perimeter of the scsp were observed during optical inspection after removing all the surrounding components.